Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that pacing thresholds on the right atrial (ra) lead had increased three years ago and were high. Outputs were set high accordingly. Lead impedance was also high, and on fluoroscopy it was observed that there was no slack. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.